Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to a spherical error and patient complained of large halos. There was no vitrectomy, incision enlargement, or sutures required. There was no patient injury reported. Another johnson & johnson lens, model zct150 23.5 diopter, was implanted as a replacement. The patient is doing fine post-operatively. No further information is available.

Manufacturer narrative:
Date of event: exact date unknown/not provided. Best estimate date is between 1/4/2022-9/26/2022. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: nov. 3, 2022. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification was performed and viscoelastic residue was observed on the lens. The lens was cleaned and inspected and no issues that could contribute to the complaint issues were observed. The complaint issues were not confirmed. No additional issues were observed as part of the product evaluation. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.